Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/05/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact harvesting device. There were no visual defects observed on the intact cannula or the intact c-ring. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID (B)(4)). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2157 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005 rev. Aq step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000382138 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4).

Event description:
FDA medwatch received on 21/06/2024: medwatch report: (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was not holding insufflation at all when needed. Everything was hooked up appropriately and was double checked. However, it was reading occlusion immediately after being hooked up. It did not provide insufflation into the leg tunnel which greatly impacted the course of the case. All connections were unplugged/plugged, insufflation cords were changed, the hub was manipulated to not allow insufflation to escape. Gas was still not being delivered to insufflate the tunnel and continued to read occlusion. The insufflation worked adequately when it was attached to the 'hub' portion at the incision, but when it was attached to the vasoview it immediately read 'occlusion' and was unusable. This added an extra hour to the evh which should only take 45 minutes in total. The problem was solved after changing out the entire vasoview system. Harvester noted it seemed the issue was with the hp2 cannula insufflation tubing.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.